Manufacturer narrative:
An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak of the distal bifurcated stent graft and secondary endovascular procedure are confirmed. The reported aneurysm sac enlargement is unconfirmed due to a lack of comparative imaging. Procedure-related harms of this event could not be determined with the medical records available for review. The most likely causation for the reported event is device-related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported to be doing well post operatively. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent sometime in mid-2012. Approximately seven (7) years post initial procedure, the patient presented with a type iii endoleak and suspect mesh/graft rupture in the aortic bifurcation region (classified as a type iiib endoleak). Due to the accompanying aneurysm sac expansion (unknown diameter) detected by routine angiography, the physician elected to treat the patient by implanting one (1) additional bifurcated stent graft. The leak was confirmed to be sealed and the patient is reportedly in stable condition, discharged at home. Note: as the exact initial implant date is unknown, the best estimate was used, which is the first day of (B)(6) 2012. As the exact date of event is unknown, the best estimate was used, which is the first day of (B)(6) 2019.